Manufacturer narrative:
Mml reference # (B)(4). Other devices explanted: model #: 8145, description: reactiv8 percutaneous stimulation lead, serial number: (B)(6), UDI: (B)(4). Model #: 5100, description: implantable pulse generator, serial number: (B)(6), UDI: (B)(4). The lead assembly was returned and evaluated. The reported issue was verified. Visual inspection confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead. The implantable pulse generator (ipg) passed the functional testing. No functional testing performed on both lead due to the being received damaged and in segments. Updated g1 and h6.

Event description:
It was reported that the patient was having stimulation issues. The patient only felt the stimulation on the left side. The therapy manager troubleshot the issue with the patient and confirmed that all electrodes on the right lead had out-of-range/high impedance failure. The patient was reprogrammed to unilateral stimulation only. It was later reported that the device was explanted. During the explant, the surgeon broke the left lead, leaving two electrodes inside the patient. The rest of the device was explanted without any complications.

Manufacturer narrative:
Mml reference # (B)(4). Other devices explanted: model #: 8145; description: reactiv8 percutaneous stimulation lead; serial number: (B)(6); UDI: (B)(4). Model #: 5100; description: implantable pulse generator; serial number: (B)(6); UDI: (B)(4).

Event description:
It was reported that the patient was having stimulation issues. The patient only felt the stimulation on the left side. The therapy manager troubleshot the issue with the patient and confirmed that all electrodes on the right lead had out-of-range/high impedance failure. The patient was reprogrammed to unilateral stimulation only. It was later reported that the device was explanted. During the explant, the surgeon broke the left lead, leaving two electrodes inside the patient. The rest of the device was explanted without any complications.